Event description:
It was reported to medtronic that a vent tube was implanted in a pediatric patient. After the implant procedure, the patient experienced infection. No other information was available.

Manufacturer narrative:
Additional information was received on (B)(4) 2013 indicating that the device was explanted and the patient was given antibiotics. The explant date is unknown and the device will not be returned as it was discarded. The patient is ok. The event was reported to have taken place in (B)(6) 2012. The physician was dr. (B)(6). The patient was (B)(6) and the patient's medical history includes ear effusion. This was reported to not be the initial use of the device.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). No explant procedure was reported, therefore, it is assumed that the device remains implanted and will not be returned for evaluation. The device was not returned and therefore, no evaluation could be performed.